Manufacturer narrative:
Additional information provided in: describe event or problem,d4 model number, lot number,catalog number, expiration date, d4 unique identifier #, d6 implant date, concomitant product/therapy, combination product, h4 device manufacture date, and patient codes.

Event description:
It was reported that the patient presented with recurring incontinence. The artificial urinary sphincter (aus) device was explanted due to atrophy under the cuff and a new aus device was implanted. A 4.0cm cuff was explanted and a new 4.5cm cuff was implanted. According to the physician, when originally implanted the 4.0cm cuff was the appropriate size for the patient. The patient's outcome was good following the procedure.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to atrophy under the cuff. A new aus device was implanted.